Event description:
Customer called to report that they were hospitalized with high bgs (dka). Stated while they were hospitalized, customer was placed on insulin drip. Customer believes the pump was malfunctioning. Parameters were retrieved from the pump. Time and date were correct. Also stated when they were priming, the insulin did not exit and did not receive any alarms. Device was not dropped, bumped, or exposed to moisture.